Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken pieces were returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm permanent cautery spatula (pcs) instrument's tip was damaged. Customer noticed when installing the instrument on the arm and pushing it into the surgical field. It was immediately removed and another instrument was used for the surgery. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.